Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the insulation adjacent to the small sealing rings were measured to be out of specification.

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the ventricle port. A small amount of echo gel was used for lubrication. Once the lead was reinserted in the header, the lead exhibited high impedance. It was noted that the lead had fractured during the procedure. The lead was not used and a new lead was successfully implanted.